Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. The customer stated the insulin pump gave too much insulin. Blood glucose reading was below 25 mg/dl. The customer stated they felt symptoms such as sweating, dizziness and gray in skin color. The customer was hospitalized on the evening of (B)(6) 2020 for 6 hours. While hospitalized, the customer was treated with IV glucose drip and glucose gel. Troubleshooting for the customer¿s low blood glucose was declined. The customer¿s blood glucose at the time of the call was 175 mg/dl. The reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.